Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to an unknown cause. This ra lead was replaced with the same model. No adverse patient effects were reported.